Event description:
It was reported that patient underwent total hip arthroplasty in 2005. Subsequently, patient was revised in 2009 to remove and replace the liner and head component. The liner showed evidence of wear.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: post operative tee dated 01/27/2009 was reviewed by a third party. The following are the echocardiograms third party findings: "the mitral bioprosthesis appears abnormal, with an atypical appearance and minimal diastolic excursion of the laterally oriented cusp. There is severe central mitral regurgitation. Images are not adequate (and it may be difficult or impossible echocardiographically) to distinguish whether cusp function is intrinsically abnormal, or if a suture loop could be responsible."this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Inter operative tee dated 2008 was reviewed by a third party. The folllowing are the echocardiograms third party findings: "the mitral bioprosthesis as seen appears grossly normal, with no mitral regurgitation. The small size of the left atrium and left ventricle suggest that imaging may have been performed immediately after or even before the patient was fully weaned from cardiopulmonary bypass. Abnormal lateral bioprosthesis cusp motion and mitral regurgitation noted on the tee of 2009 are not evident on this intraoperative tee."

Event description:
Reportedly, the patient contacted our clinical affairs group. The information was taken and doctor has already been contacted. Per report: ¿she was implanted with a 6900ptfx in 2008 at a hospital. She indicated that within 3 months, a tee revealed one of the leaflets was stuck out straight. Her physician had never heard of this happening before and to watch and wait. She doesn¿t want to watch and wait and wants to know why this is happening and who is liable." Pt has returned our call and will contact her surgeon on 07/31/2009 to have a copy of the tee cd sent to us to be read by doctor. At this time, the device remains implanted. Pt was assured that someone will call her or be in contact with her regarding the results. She would like someone to call her and explain what is happening. Echo was received on 08/10/09. Will contact doctor and will send cd. 08/11/2009 email sent requesting update from doctor regarding contact of patient to update status of investigation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.